Event description:
It was reported when using the bd tube lihep plh 16x100 10.0 plbl gn the tube was used after the expiration date and there was erroneous results. The following information was provided by the initial reporter. The customer sent an email previously requesting "could you please provide me with information regarding expiry dates on bd tubes and an explanation on why this is done. Customer was contacted to get clarification & he mentioned that a vet had used an expired tube which gave a positive result which they will need to investigate."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This product is intended for human use only. Bd does not have animal data for this product family. Veterinary use is considered an off-label use of this product. Additionally, further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Bd has only validated the use of the product up to and including the day of expiry. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.